Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported that plaintiff alleges the left rejuvenate hip implanted on (B)(6) 2008 failed causing pain and elevated metal ion levels, which required revision surgery on (B)(6) 2014. Suit filed in (B)(6) . Update: after receiving the primary implant sheet (B)(6) 2015, it was discovered that the patients' implants are not rejuvenate. Update as per legal: it was reported that further diagnostic workup revealed the presence of markedly increased levels of metal ions in the patient's blood. Sophisticated imaging of the tissue surrounding the plaintiff's hip identified periprosthetic fluid collection with evidence of an adverse local tissue reaction. Plaintiff had a revision surgery on (B)(6) 2014.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock. There have been no other events for the lot referenced. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that plaintiff alleges the left rejuvenate hip implanted on (B)(6) 2008 failed causing pain and elevated metal ion levels, which required revision surgery on (B)(6) 2014. Suit filed in (B)(6). Update: after receiving the primary implant sheet 3/11/15, it was discovered that the patients' implants are not rejuvenate. Update as per legal: it was reported that further diagnostic workup revealed the presence of markedly increased levels of metal ions in the patient's blood. Sophisticated imaging of the tissue surrounding the plaintiff's hip identified periprosthetic fluid collection with evidence of an adverse local tissue reaction. Plaintiff had a revision surgery on (B)(6) 2014.